Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. The power pca was received with damaged, missing, and defective components in the power supply circuitry resulting in no power to the device. The components were replaced and the device operated as normal.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device will not power on. There was no reported patient involvement.

Manufacturer narrative:
The repair bench ordered a replacement power pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.